Event description:
It was reported that the customer was hospitalized due to high blood glucose about 20 mmol/l. It was stated that the customer was experiencing unexplained high glucose for a few weeks. It was stated that the customer had to reprogram the time and date when the infusion set was changed. Troubleshooting was performed. Reviewed the programming and it was correct. Ran a fixed prime and passed and high pressure test and they passed. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.